Manufacturer narrative:
(B)(4) results of investigation: the device was evaluated by a carefusion field service engineer on-site. He was able to duplicate the problem and it was resolved by upgrading the firmware from version 2.1 to 2.2 and adjusting the timeout settings. The device is currently working to service specifications with no parts replaced or returned.

Event description:
The customer reported her system has intermittent graphics issues as well as the treadmill shut off in middle of test. She was running an exercise test on a female, young adult. There was no harm to the patient.